Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, high pacing lead impedance was noted on the right ventricular lead. Diagnostic imaging was performed and revealed no anomalies. Lead revision is anticipated. The patient was stable.

Event description:
Additional information received that the lead was explanted to resolve the event.